Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. In response to the second (duplicate) patient letter, the patient reported the physician involved is "uncertain" that the leads "migrated" from the patient's fall in december. The physician has an x-ray (clearly showing a problem) and an MRI. When asked what steps were/will be taken, the patient stated the physician was going to inject their si joint with cortisone, but has [not been definitive] about the patient's device needing repair so they don't know what the next step will be. Patient stated they are not using the device and have been in hideous pain. Patient stated the issue has not been resolved. They don't know if their physician will send them to someone to put in new leads because the patient and physician do not agr ee on the device needing attention.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was patient reported they weren't getting pain relief in their left lower back by their hip since this month. Pt left a voicemail to manufacturer representative (rep) last week about the issues. After the voicemail, pt met with a different rep in person for programming for the issues. Pt tried switching to different groups and tried increasing/decreasing the intensities, but they noted their issue was more related to the location of coverage, not intensity. Patient redirected the patient to their healthcare provider. Additional information was received from the patient. They reported that an x-ray was taken on 2024-mar-01 at the 3rd attempt to reprogram the device. Damage was evident from a fall in december which broke 2 ribs. They assumed the leads were jostled out of position at that time. The doctor requested an MRI which will be done on 2024-apr-10. After hcp's review, patient doesn't know what they will do. They are still in horrible pain. Issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va20xse004. Implanted: (B)(6) 2019; product type lead product ID 977a260 lot# va21dtq026; implanted: (B)(6) 2019; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6); ubd: 10-jul-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6); ubd: 31-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the patient met with a manufacturer representative who analyzed the patient's device to determine which lead had migrated. The patient was given an hcp's information. The patient is expecting a revision to be scheduled at next appointment. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260; lot# va20xse004; implanted: (B)(6) 2019; product type lead; product ID 977a260; lot# va21dtq026; implanted: (B)(6) 2019; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that about 3-4 years after implant they fell and therapy stopped working where it was supposed to after that. Patient stated stimulation would be around the area, but not where they needed it. Patient said an x-ray was done, which showed a lead came loose on the top and bottom and looped over in the area of their spine. Patient said now they needed a brain MRI tomorrow and asked about MRI compatibility. Agent reviewed MRI guidelines with patient.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# va20xse004, implanted: (B)(6) 2019, product type: lead. Product ID 977a260, lot# va21dtq026, implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# va20xse004, implanted: (B)(6) 2019 product type: lead. Product ID: 977a260, lot# va21dtq026, implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that their stimulator was damaged during a fall last (B)(6). The patient stated that one of the leads had come loose and was flopping around in there. The patient added that it had a double loop and was not hooked to the ins battery anymore. The patient stated they want a doctor who is out of town from them. The manufacturer's patient services specialist (pss) sent physician listings to the patient.